Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage post deployment and restenosis occurred. The 100% stenosed target lesion was locate in the proximal right coronary artery (rca). After a guide wire was inserted, a non-bsc embolic protection filter was advanced. A 4.00mm x 24mm veriflex¿ stent was advanced and successfully deployed. However, when the embolic protection filter was removed, the guidewire got caught and the filter was difficult to remove. A balloon catheter was inserted however the proximal edge of the veriflex¿ stent struts were damaged. The embolic protection filter was able pulled out. Six months later, during follow-up check-up, restenosis was observed in the proximal stent but no treatment was performed. There was no issue on the patient¿s condition and the patient's status was stable. According to the physician, three wires were inserted in the patient¿s body during stent placement and when the stent was delivered, the wire that was intended to insert the stent was wrong and this was the cause of the issue.